Event description:
The customer reported that there was no fluoro image on the monitor. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep found that the ii output was operational and the system tracks to 110kvp. There was no camera output. The system was repaired, found to be operating as intended, and released to the customer for use.